Event description:
A healthcare provider reported that a pt had her pump and catheter replaced. The reason for the replacements was stated to be because a physician "thought the catheter was loculating and the pump was nearing end of service". The pt's dose of baclofen (concentration of 2000 mcg/ml) was initially reduced from 450 mcg/d (prior to replacement) to a starting dose of 100 mcg/day (with the new pump). The pt's heart rate dropped from "the 70's to the 40's", so her dose was decreased to 25 mcg/d. The pt's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).